Event description:
A nurse reported that following the initial incision during cataract surgery; a system message displayed, the footswitch was inoperable and the system locked. The case was converted to an extracapsular cataract extraction (ecce), and the procedure was completed without harm to the pt. The remaining six cases were canceled. Additional information was requested.

Manufacturer narrative:
The company representative examined the system and found no problem with the footpedal. Unrelated to the customer reported event, when the company representative reviewed the log file, he found the cpu lost the bios (basic input-output system) date and time configuration. After cable connections were checked and the cpu coin-type lithium battery was replaced, the issue was resolved. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported footswitch issue is unk. (B)(4).